Event description:
It was reported that the 9800 system intermittently has black images on the left monitor. The 9800 system was rebooted to clear the problem. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into svc.